Event description:
It was reported that pump display had pixel issue that affected ability to interact with pump and read screen. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy.

Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown / Unknown / Unknown / Unknown.